Event description:
It was reported that this device was exhibiting premature battery depletion, and the device had reached elective replacement indicator (eri). A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effect were reported. This device is expected for return. Please note: additional review of this event revealed that this was previously reported under bsc reference # (B)(4). For further information, including device analysis results, please see the report listed under this reference number.

Manufacturer narrative:
Additional review of this event revealed that this was previously reported under bsc reference #13014935. For further information, including device analysis results, please see the report listed under this reference number.

Manufacturer narrative:
This device is expected to be returned for analysis. A supplemental report will be submitted, and will include the final analysis results. (B)(4).

Event description:
It was reported that this device was exhibiting premature battery depletion, and the device had reached elective replacement indicator (eri). A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effect were reported. This device is expected for return.